Manufacturer narrative:
B3: unknown. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 24-hour taxol infusion resulted in under-delivery, though the pump suggested that the infusion had been completed without alarm.102 of 621 ml did not infuse and had to be infused over 1 hour to complete the patient's dose. The pump was tested with another tubing set and saline without error. No patient injury reported.